Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. There was no adverse event to customer's blood glucose level. Reportedly, the customer loaded a new cartridge to resolve issue.